Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified vessel. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. However, during the first inflation below the nominal pressure, the balloon immediately ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.